Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was due to a faulty flow sensor assembly. After replacing the flow sensor assembly, the issue was resolved. The fsr advised to the customer to discard the flow sensor and performed the user verification test/operational verification procedure. The fsr reported no further issues found with the device and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device display ventilator inoperable alarms. The issue occurred during testing, the customer reported there is no patient involvement associated with the event.